Event description:
The 5 fr dual lumen PICC was placed as a midline due to a central venous occlusion. The pt developed dvt in their upper extremity less than 5 days post placement. The taper on the solo2 is much longer than other PICC's currently used making the diameter of the catheter in the vein much larger than the size shown on the package. The size of the vein used was more than twice the diameter of the PICC without a tourniquet.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rewc0265 showed no other similar product complaint(s) from this lot number.